Event description:
It was reported that the attachment device would not drill bits. According to the reporter, the attachment device would not hold the drill bit. During service and repair, it was observed that the device had component damage and was heating up. It was further determined that the device failed pretest for temperature. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device not holding the drill bit was not confirmed. Therefore, the assignable root cause was not determined. However, an evaluation was performed and it was determined that the reported condition of device heating up identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.